Manufacturer narrative:
Continuation of d10: product ID: 6935m55, serial#: (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product ID: 5076-45, serial#: (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted. Approximately three months prior, the patient was treated for septic shock due to an escherichia coli urinary tract infection which was treated with intravenous (IV) antibiotics. The patient experienced a fever, hypotension and leukocytosis. Three months later, laser lead extraction was completed where vegetation was noted on the leads and aspiration was performed. At the time of the extraction the patient had atrial fibrillation (af) and had conduction. No further patient complications have been reported as a result of this event.